Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: the ruptured bladder was confirmed during visual inspection. The sample was also microscopically inspected. The root cause was not identified.

Event description:
It was reported that a single pack large volume intermate's bladder ruptured. This malfunction was observed to happen at the end of the patient's infusion. The patient did not receive the entire dose of the non-baxter drug. There was no patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.